Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (600 mg/dl). Reportedly, the customer believes elevated bg levels were due to the pump. Customer addressed elevated bg levels with an alternate pump. Recommendation was made to discuss diabetes management with customer's health care professional.